Event description:
It was reported that customer experienced low blood glucose level. Customer's blood glucose value was 2.4 mmol/l at the time of the incident. Customers current blood glucose was 6.7 mmol/l. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. The customer stated that the symptoms related to low blood glucose such as shaking, mental confusion, vertigo, customer fell down. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer did not allege insulin pump was over delivering. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.